Event description:
On (B)(6)2019, a biocor stented porcine valve was implanted using the flexfit system. Normal implant procedure reported. After billing, the abbott customer service team noticed that the valve was implanted past its expiration date. No adverse consequences to the patient have been reported.

Manufacturer narrative:
An event of use of expired product, against the instructions for use artmt100110484 version a, was reported. The results of the investigation confirmed that bicor valve 18024170 expired on 06 august 2019 which was prior to the reported event date of 23 september 2019. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The root cause of the reported event is consistent with user error.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Device currently implanted.

Event description:
On (B)(6) 2019, a biocor stented porcine valve was implanted using the flexfit system. Normal implant procedure reported. After billing, the abbott customer service team noticed that the valve was implanted past its expiration date.